Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The caller planned to reload a new cartridge independently, and the malfunction code did not recur after the reset. The customer was advised to call back if any malfunction code recurs and acknowledged the instructions.